Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This event was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported event was use error. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient was diagnosed with peritonitis and hospitalized. The patient was hospitalized for 4 days; the treatment received during hospitalization was an unknown antibiotic and the patient is reported to be recovering. The patient's pd therapy was ongoing throughout the peritonitis episode. The patient's follow-up treatment included vancomycin intraperitoneally (ip) every 4 days (dose, frequency not reported). The peritonitis was due to a break in aseptic technique secondary to the patient's poor vision. No additional information is available at this time.